Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: xwpdp9262t, batch:unk; product code: pdp339h, batch: unk.

Event description:
It was reported that a patient underwent a lower abdominal laparotomy procedure on an unknown date for a debulking of a gynecological carcinoma and suture was used. Postoperatively, there was leakage of clear fluid. On the 4th postoperative day, she developed severe abdominal pain and an increased fluid production through the "agraves" of the laparotomy wound. She was re-operated on and when the "agraves" were removed, the small bowel protruded through the fascia. The suture and the knot were intact, but had tore through the left fascia. Mesh was inserted and the skin was closed with staples. In the following postoperative course, a wound infection was treated with oral antibiotics and rinsing the wound with water and the patient could be discharged 4 days later. She is now doing well and undergoing adjuvant radiotherapy and brachytherapy for her carcinoma.